Event description:
It was reported that the bd alaris smartsite extension set was damaged and leaking. The following information was provided by the initial reporter: rn noticed the filter was leaking, picked up tubing and the filter broke.

Manufacturer narrative:
Device expiration date: unknown. Device manufacture date: unknown. Investigation summary: one sample was received for quality investigation. The customer complaint of component damage - leak was verified by visual inspection. The sample submitted was the proximal end of extension set model 20127e. The sample only consisted of the the female luer adapter connector, the tubing between that adapter and the inlet port of the extension set filter and the inlet port of the filter that was broken off into the tubing. The rest of the extension set was not submitted by the customer. The sample shows that the inlet port of the infusion set broke off of the filter and is in the tubing. A device history record review could not be performed because the lot number is unknown. A root cause could not be determined because the full sample was not submitted for investigation. The method in which the inlet port broke off the filter body could not be identified because a full investigation on the full component cannot be done. A probable cause for the inlet port breaking off the filter is that an excessive external force was applied on the inlet port causing it to break.